Event description:
Additional information was received indicating myopotential oversensing and loss of capture were observed. In addition, intermittent sensing was not observed. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic with symptoms of dizziness. Upon interrogation, intermittent sensing and intermittent pacing were observed.